Event description:
It was reported that the subject device's front panel light was off and an alarm sounded indicating low residual volume although co2 gas tank is not empty. The event occurred during a therapeutic procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Facility name and address: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11. Corrected field: e4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: decrease of the provided pressure is fast. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: decrease of the provided pressure is fast and running out of gas occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.